Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, however, at this time, no further information is available. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Should additional information become available this report will be updated

Event description:
It was reported during a generator change this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 145 ohms. It was noted that the patient pacemaker is non boston scientific. This rv lead remains in service. No adverse patient effects were reported.